Event description:
Boston scientific received information that following an uneventful device and right ventricular (rv) lead implant (prior to pocket closure), the physician observed varying shock impedance measurements, with values between 0 to over, 200 ohms. The device and rv connections were confirmed in-tact and secure. A boston scientific representative was present and offered to perform a commanded shock/test synch to verify the observed measurements; however, the physician declined and instead, explanted the new rv lead. Following implant of the second rv lead, similar anomalies were still observed. It was then decided to exchanged out the new device and re-test the system: again high, out of range values were observed. It as at this time the physician elected to perform the previously suggested commanded shock/test synch. A device shock at 41 joules was delivered, returning a charge time of 8.7 seconds and a measured impedance of 49 ohms. These values were acceptable with the implanting staff and the procedure concluded. Both the device and rv lead (attempted implant products) are to be returned for laboratory analysis. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection confirmed setscrew marks on all terminal connectors. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.